Event description:
It was reported that during a ptca procedure involving a lesion located in the proximal circumflex (cx) artery, the distal tip of the luge guidewire detached and remains in the patient. The tip went into a small vessel, the physician took a final picture and decided to leave it in the patient. The procedure was not completed due to this event. It was not reported what caused the fracture to occur. No further patient injuries or complications were reported. Patient status is reported as 'fine'. Additional information has been requested.

Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.